Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was admitted to the ER due to abdominal pain. It was noted there was concern that the patient¿s implant had been turned off and that the patient was an emergency personnel who worked with an epilepsy patient¿s magnet. The change in therapy/symptoms was reported to have been sudden. No further complications were reported/anticipated.